Manufacturer narrative:
Concomitant medical products: 305c25 tissue valve, implant date: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the pre discharge check it was noted the right atrial (ra) lead had dislodged. The lead was programmed off and then revised. The lead remains in use. No patient complications have been reported as a result of this event.